Event description:
Customer reported a syringe pump infusion of methotrexate (1000 mg/40 ml) was programmed as a basic infusion. The infusion was completed in 10 minutes instead of 24 hours as intended. Methotrexane level was 122 and the patient required extensive leucovorin rescue treatment. The pt recovered and did not experience any adverse sequelae. Risk manager indicated the nurse piggybacked the med into the maintenance hydration line and programmed the syringe pump module (spm) as a second primary infusion which was y'd into the hydration line below the pump. Nurse used a vented syringe adaptor secondary set. The user had not operated the spm before and was reported to have experienced difficulty assembling the set into the spm. It was reviewed with the risk manager that the appropriate choice to infuse with the spm should be a syringe module set instead of the vented syringe adaptor secondary set. It was discussed with rm that the use of vented sets in a spm will result in unregulated flow.

Manufacturer narrative:
Syringe pump module event log, pc unit event log and data set have been received for investigation. A follow up report will be submitted with any relevant information.